Event description:
Gall bladder removal, band slippage, severe acid reflux that have been told can lead to esophageal cancer, since repair I have trouble eating, continued heart issues, and now trouble breathing as band masses with diaphragm. The lap band has been nothing but a nightmare. I cannot eat, yet lose no weight. My stomach is always bloated and have constipation issues. Continue to choke at night and have to sleep elevated to avoid choking on saliva.